Event description:
During set up for a cardiopulmonary bypass surgery, o2 sensor did not calibrate. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.